Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor did not function as expected upon power up. The error message "system computer needs service" was displayed on the monitor during the start-up process. The device was restarted, and powered up as expected with no error message observed. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.